Event description:
During an ercp the wire-guided retrieval basket got stuck with the stone in the common bile duct and did not release as designed. The wire broke in such a way that prevented removal of the wire-guided retrieval basket. The patient was transferred to a tertiary care facility for a second ercp procedure with successful removal of the appliance.